Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during dwell four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, there were no leaks noted. The patient contacted their clinician to finalize therapy. There was no injury or medical intervention indicated at the time of the report. No additional information is available

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.